Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly; the sc connector was damaged at explant.

Event description:
The patient lost therapeutic effect and demonstrated increased spasticity. The managing clinician increased the infusion rate without effect. A CT myelogram on (B)(6) 2014 showed no issues. They were unable to withdraw cerebrospinal fluid (csf) from the catheter access port so they decided to replace the catheter. Intra-operatively when the catheter was disconnected from the pump, sluggish retrograde flow of csf was observed. The entire catheter was explanted and replaced. The patient was restarted on half of their previous infusion rate. The medication infused was gablofen. On 8/7/2014 information was received from a representative indicating that an x-ray had been performed on (B)(6) 2014 and the pump and catheter appeared to be within normal limits. A dye study was attempted on (B)(6) 2014, but the clinician could not withdraw medication from the catheter access port. The dye study was aborted. A rotor study was performed on (B)(6) 2014 and rotor function appeared to be within normal limits. The catheter issue was never determined. The patient was discharged from an overnight 23 hour observation outpatient hospital stay. They appeared to be getting relief from the therapy after the catheter revision per the clinician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).